Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, upon interrogation the patient¿s implantable cardioverter defibrillator was exhibiting non-sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were performed. Patient experienced no consequences.